Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant sodium result on a (B)(6) year old male patient with fatigue. There was no repeat on I-stat. Patient was admitted from ed at 1251 on (B)(6) 2017 and discharged at 1433 on (B)(6) 2017. There was no additional patient information at the time of the initial call. Return product is available for investigation. Method, sample, collection date/time, test date/time, results, sample: I-stat, wb , (B)(6) 2017, 1153 , (B)(6) 2017, 1200, 2.3 a and cobas serium (B)(6) 2017, 1153 , (B)(6) 2017 1248, 4.1 b. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/27/2017. Retain product was tested and functioning according to specification. Return product was not available.

Event description:
Na.